Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient complained of pain and discomfort in the knee. During revision the tibial component was found to be loose.

Event description:
It was reported that the patient complained of pain and discomfort in the knee. During revision the tibial component was found to be loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.